Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain at the implantation site. Troubleshooting was performed, including reprogramming, without resolution. The patient¿s system was explanted to resolve the issue.

Manufacturer narrative:
The device has not been received for analysis. Evoke scs system surgical guide lists persistent post-surgical pain at hardware implantation sites requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The cause of the reported pocket pain could not be conclusively identified.